Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg 860-900 mg/dl). Customer went to the emergency room and was subsequently admitted to the hospital for elevated bg and diabetic ketoacidosis (dka). Intravenous insulin and electrolytes were administered. Elevated bg/dka were resolved and customer was discharged on (B)(6) 2018 with no permanent damage. Customer alleged pump was not delivering insulin. Pump system check was performed with tandem technical support and no device issue was identified. Upon follow up, customer reported to have resumed pump therapy and was doing fine.